Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7120, st. Jude lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the longevity of the implantable cardioverter defibrillator (ICD) was shorter than expected. A replacement was planned and the device remains in use. No patient complications have been reported as a result of this event.